Event description:
It was reported that the patient experienced telemetry issues. An overdischarge was suspected. The patient had a back surgery on (B)(6) 2011 and then broke her hip. The patient had not recharged her battery since (B)(6) 2011, which was the primary reason for the overdischarge. The patient believed this was her third overdischarge. A manufacturer representative did two physician mode recharges without success. It was reported that the patient needed to have her stimulator removed due to a broken hip on the side where the battery was sitting. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).